Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting steps, including trying different charging cables and adapters without success. Technical support arranged to replace the pump, with the customer using mdi as a backup insulin therapy. Replacement pump and instructions were sent, and customer was informed about the necessary steps for returning the faulty device.